Event description:
The field service engineer reported a pump with a failure code 810:11 for the facility. The failure code occurred during patient therapy and stopped the infusion in the cardiac lab. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. Uim master software versions with a software configuration number ending (B)(4) will be categorized as unremediated.

Manufacturer narrative:
(B)(4). The customer reported condition, failure code 810:11 which caused an interruption of therapy, was confirmed as a faulty air-in-line printed circuit board (ail pcb). The ail pcb was replaced, calibrated, and verified. The pump passed all functional tests and will be returned to the customer.